Manufacturer narrative:
(B)(4).

Event description:
The health care professional reported the pt developed a seroma on her right hip after a car accident between 2001-2005. The pt had a revision performed on (B)(6) 2005 in which the stimulator was removed. At the time of the revision the hcp stated the pt was on "many" drugs. Refer to MFR report # 6000032-2011-04966. Additional information has been requested, a follow-up report will be sent if additional information becomes available.